Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ insulin syringe 0, 5ml 0, 33mm (29g) x 12, 7mm u-100 10x10 count foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: there is a large piece of plastic in the syringe.

Event description:
It was reported while using bd micro-fine¿+ insulin syringe 0,5ml 0,33mm (29g) x 12,7mm u-100 10x10 count foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: there is a large piece of plastic in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 09-aug-2022. H.6. Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is a large piece of plastic in the syringe. The returned syringe was examined and exhibited a hard piece of plastic in the barrel. A review of the device history record was completed for batch# 1333108. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure.